Manufacturer narrative:
Patient age at time of event: around (B)(6) years old. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, upon inflation at 3 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.